Event description:
It was reported that during a lumber fusion from l4-l5, the surgeon was inserting the polyaxial screw and the head broke off. The surgeon used a backup screw. There was no harm to the patient. This is report 1 of 2 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for a product development event evaluation and it was concluded that the design is adequate for the intended use and the occurrence and severity are within those defined by the product risk analysis. To further reduce the risk of accidental breakage, a protective sleeve is included with the device that threads onto the slider and protects the needle when not in use. The sleeve was returned with this instrument but it cannot be determined if it was used as recommended. There is nothing to indicate a design issue and this complaint is invalid.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
During a distal radius fracture procedure, surgeon inserted a depth gauge into the bone and it became stuck. The tip of the depth gauge broke off into the bone. The surgeon removed the tip with forceps. The surgeon used a different depth gauge and the same thing happened. Again, the surgeon was able to retrieve the tip with forceps. The surgeon then used a third depth gauge and was successful. No harm to patient. The sales consultant stated that he believed the surgeon was being too aggressive.